Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # xl-115366, acrom xl 44-41 std hmrl brng, lot # 855090, part # cp561425, cust 15cm cps/mos interc, lot # 991960, part # 211218, compr srs prox bdy - lg , lot # 539740, part # 115370, comp rvs tray co 44mm, lot 935350, part # 115320, comp rvrs shldr glnsp std 41mm, lot # 600250, part # cp111044, cps cust short 10mm anchor plg, lot # 763280, part # 178525, cps transverse pin 6pk 24mm, lot # 094450, part # 178526, cps transverse pin 6pk 28mm, lot # 823250, part # cp112306, custom short cps spindle, lot # 377880, part # 178512, cps nut co-cr-mo alloy, lot # 606520, part # cp111171, cps tib spindle 600lb wash set, lot # 384810, part # cp110351, compress 4 bolt concentrc clmp, lot # 365670. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03400, 0001825034 - 2018 - 03401, 0001825034 - 2018 - 10802, 0001825034 - 2018 - 10803, 0001825034 - 2018 - 10804, 0001825034 - 2018 - 10805.

Event description:
It was reported that a patient underwent a reverse shoulder revision surgery. Subsequently, the patient experienced dislocation and perforation of the skin by the implant approximately two (2) years post-implantation. Patient's shoulder was infected, and devices were revised. Currently, the patient has a temporary spacer in place, awaiting a custom replacement piece for revision. No further information is currently available.